Event description:
Procedure: lap gastric bypass. According to the reporter: intraoperatively, the orvil and the center rod of the eea would not mate pursuant to firing of stapler. The orvil was removed via enlarged gastrostomy, the gastrostomy was closed, the second orvil device was introduced successfully, and the second eeaxl21 was inserted and mated to the orvil. The instrument was closed in normal fashion and successfully fired. Operative time was extended to 30 minutes and the gastric pouch had to be shortened in order to close the gastrostomy. No additional blood loss occurred. The procedure was completed successfully and to the satisfaction of the surgeon.

Manufacturer narrative:
(B)(4).